Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving no delivery alarms. Troubleshooting was performed. Customer advised they tried all remedies however the issue remained unresolved. The insulin pump will be replaced and customer agreed to return the product for analysis.